Manufacturer narrative:
Reported issue has not recurred, and system has been used successfully for subsequent cases.

Event description:
A site representative, technical coordinator, reported their navigation system would not boot-up. The site leaves their system on 24 hours a day, 7 days a week. When arriving in the morning, the screen displayed a black and white logo and the navigation system was unresponsive. A re-boot of the system returned it to the log-in screen and normal function. There was no patient present.

Manufacturer narrative:
Patient information not provided as no patient was involved in this concern. Software investigation not completed at time of this report.